Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain in groin and bulge. The patient was seen by his urologist, and it was observed that the reservoir has herniated into groin. The patient underwent surgery, and the reservoir was repositioned by the surgeon. The device is still implanted. No further patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain in groin and bulge. The patient was seen by his urologist, and it was observed that the reservoir has herniated into groin. The patient underwent surgery, and the reservoir was repositioned by the surgeon. The device is still implanted. No further patient complications reported.